Event description:
It was alleged that the cobas infinity system removed data flags/alarms attached to results transmitted from an instrument after a rule from the cobas infinity system modifies the result. An ast value of 0 was reported to the laboratory information system (lis). This 0 value was allegedly reported outside of the laboratory and questioned by a physician since other liver enzymes were really high for this patient. The sample was reportedly repeated with dilution and the ast result was 10208. The units of measure were not provided.

Manufacturer narrative:
When the result is sent to the cobas infinity, a rule called "neg result hold" reportedly triggers, which modifies the result to 0 (no units of measure provided). A second rule, "ast test" should then allegedly trigger because it has a condition that looks for result alarm 26, but it doesn't since the original result alarms are removed. The expectation is that the result alarms are maintained after the result is modified by the cobas infinity system. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the cobas infinity loses the instrument alarms if a test result is modified via rule engine and the rule is configured to "never keep the previous result" or to "keep the existing result but never keep the existing instrument". The reported allegation has been verified as a software issue in cobas infinity, as cobas infinity is removing the instrument alarms when a result has been modified by the rule engine module due to fulfilling the conditions for a specific rule. In this specific event, the issue does not cause any clinical consequence as it does not affect the reliability of test results but blocks their release, causing at most a delay in the conclusion of a given diagnostics process. In addition, it is promptly detectable and likely to lead to repeat testing. Product labeling states the following with regard to rule configuration: "risk of wrong or delayed results -do not validate tests or results with rule engine rules as unexpected system behaviour can occur. It is acceptable to do so only when qc flags do not have to be taken into account for the test to be validated. -rule configuration must be performed by roche staff where possible or by properly trained users. -verify that rules work correctly before using the software. -predefined rules are not displayed by default. -the implementation, modification, and validation of rules are under the customer¿s responsibility."